Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra meter displays error 4 message. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6), 2010 at 10:30 pm. The pt stated she manages her diabetes with insulin (self adjuster). For an unspecified reason, ninety minutes prior to the alleged issue, the pt stated she decreased her insulin; however, it is unclear if the pt decreased her insulin by 9 units or if the pt administered only 9 units. The pt denied developing any symptoms after the reported issue began. For an unspecified reason ems was contacted prior to the alleged issue. Per cca documentation, at the same time of the alleged issue, the pt received a blood glucose reading of "68 mg/dl" with the ems's meter. The pt was transported to the hospital where she received a reading of "61 mg/dl" with the ER's meter at approx 11 pm. The pt was soon after administered treatment by an hcp; however, it is unclear as to what type of treatment the pt received. At the time of troubleshooting, the cca noted that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she received medical intervention after the alleged issue began.